Event description:
Procedure: inguinal hernia repair. Reportedly. When a device was introduced into the trocar, a piece of the seal fell off into the surgial cavity. The piece was retrieved and a new device was used. There was no injury to the patient reported.